Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vail with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspection did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3 device evaluation statement in previous MDR corrected to. Lens returned in a microcentrifuge vail with moisture. Visual inspection found no visible damage to lens. Dimensional inspection did not meet original values measured at the time of manufacturing. Functional inspections found the lens to be within specification claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same model/size but different power lens. The problem was resolved. Cause reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.